Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The svc record indicates that the device was mfg on 04/23/2013 and has no repair history at zimmer surgical. A review of the device history records determined the thickness control lever was calibrated within specifications during the mfg process. Upon return and initial inspection, it was observed that between the thickness control lever and end of the control shaft, lubrication was present. During mfg of the device, specifications do not include the addition of lubricant between the thickness control lever and control shaft. Inspection of the thickness control lever observed reduced friction in the movement of the lever, allowing for the thickness control lever to move easily. Prior to repair, the device was observed to be out of calibration at the .024 inch thickness setting on the left side. The device was also out of side to side calibration by .0004 inches at the .024 inch thickness setting. The timing of the reported event could not be confirmed as the device was mfg per specifications and was purchased by the customer two months prior to the observed event. Observation of lubrication between the thickness control lever and the control shaft could have contributed to the reduced torque of the lever. Consequently, the device's lack of calibration could have affected the torque needed to adjust the thickness control bar. Lack of calibration of the device displays improper handling by the customer. The cause of the reported event was most likely due to improper handling.

Event description:
It was reported that the zimmer air dermatome ii depth gauge was loose. Add'l clinical follow up with the customer indicated that the surgeon was using the dermatome to harvest a skin graft when he observed that the depth gauge on the side of the motor was too loose and opened slightly while he was harvesting the graft. The graft was able to be used and there were no add'l unplanned grafts harvested from the pt. It was reported that the dermatome was used to complete the procedure and no add'l equipment was required. There was no report of extension of surgical time or pt injury associated with the event.